Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of off no power alarm and motor error alarm on their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer states they did not receive a low battery alert prior to the off no power alert. Troubleshoot was conducted. The customer requested to bypass the motor error troubleshoot due to pump needing to be replaced for off no power. The customer will be returning the pump for analysis and receiving replacement.